Event description:
It was reported the patient received twelve inappropriate shocks. It was also reported the lead displayed high impedance, noise, over-sensing, and was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.